Event description:
It was reported that the asymptomatic patient presented to clinic with low r-waves, loss of capture, and a low pacing lead impedance due to suspected micro-dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced. There were no complications.

Manufacturer narrative:
(B)(4).